Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure, the physician noted that they felt the 23mm sapien 3 ultra valve catch slightly when advancing the valve through the tip of the sheath. The valve was successfully advanced through the valve and deployed with no issues. There was no difficulty withdrawing the system. There were no patient complications, and the patient tolerated the procedure well. Upon removal of the sheath, the tip of the sheath was noted to be torn.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The device was returned to edwards lifesciences for evaluation. A visual evaluation was performed, and the following was observed: liner is fully expanded as designed, distal tip is torn radially along the distal edge of the liner, distal tip is stretched near radial and axial score lines, scratches along the shaft, distal tip did not open along axial scoreline, and axial, radial, and slant scorelines present at tip. Due to the nature of the event, functional and dimensional testing were performed. Pre-procedural imagery was provided, and the following was observed: calcification and tortuosity is present in the patient's access vessels. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The torn distal tip of the esheath+ was confirmed per evaluation of the returned device and imagery. However, no manufacturing nonconformance was identified during evaluation. Furthermore, no abnormalities were noted during device unpacking or preparation. The failure mode is characteristic of sheath tip tear events as described in a previous investigation conducted by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, imagery was provided and shows the presence of access vessel tortuosity and calcification. Per evaluation of the returned device, scratches were present along the sheath shaft, indicating interaction with calcium in the access vessel. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the event may be related to improper expansion of the sheath tip during transcatheter heart valve advancement and/or patient factors (tortuosity, calcification). However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.